Manufacturer narrative:
Evaluation completed on the (B)(4). The screen came up on uic without any problems. The reported problem was not duplicated during testing. The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility reported the stellaris shut down and rebooted without anyone touching it. No medical intervention was reported.